Event description:
It was reported that the device was pacing on t-waves. The device was reprogrammed. The device was later explanted and replaced, due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected data: section d7. Evaluation summary (B)(4): analysis of the device revealed normal battery depletion.

Event description:
Asku